Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that the monitor would not power on properly and was emitting a buzzing sound. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly / buzzing sound) has been confirmed. As received, the monitor was constantly resetting. The cause of the resets, inability to power on properly, and buzzing sound is an intermittent connection at bga component u5000 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.